Event description:
Patient from germany on vacation in italy received inappropriate shocks due to oversensing. The patient was admitted to the hospital, a magnet was placed on the device in order to inhibit the device and stop delivering shocks. The therapies were turned off. A damage to the insulation of the rv lead was suspected. Further steps to be taken in germany after the patients return.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.